Event description:
Rep was notified that a revision was performed on patient's left hip. Initially, the reason for revision was that the shell 'spun out.' Intra-operatively, trunnion wear was also noted. The patient's hip construct was converted to a competitor hip. Rep will provide all information available to him from the hospital and surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.